Manufacturer narrative:
Serial numbers: (B)(4). For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the 2 reported events, the flow sensor was replaced. For 1 of the events, the checkout of the unit was performed by a third-party distributor.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9212-000 anesthesia gas machine experienced inaccurate delivery. 1 unit was reported for inaccurate tidal volume. 1 unit was reported for tidal volume not being achieved resulting in the loss of mechanical ventilation. These reports were received from various sources. Of the 2 events, 2 did not involve a patient.